Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer and found that the water inlet piston was damaged and the spray arms were missing spray tip propulsors which allowed water to spray directly at the door seal causing water to leak out of the unit onto the floor. While onsite, through discussion with user facility personnel, the technician learned that the user facility is not following the operator manual recommendations of routine maintenance, specifically checking the spray arms. The reliance vision single chamber washer operator manual states (1-2), "warning - slipping hazard: to prevent slips, keep floors dry. Promptly clean up any spills or drippage." The technician completed the necessary repairs, tested the unit, confirmed it to be operating to specification, and returned it to service. Additionally, the user facility has been counseled on the proper use and operation of their washer, specifically removing the unit from service if a leak is observed and contacting steris to perform necessary service. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on water that had leaked from their reliance vision single chamber washer. Medical treatment was sought and administered. The user facility did not disclose details of the injury or medical treatment administered.